Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle separates in vial on lot # 7156829. Customer returned photos of 3//10cc syringes with a poly bag from lot # 7156829. Customer states that the needle detached from the syringe and got attached in the insulin bottle. The photos were examined and it appeared the syringes exhibited a broken cannula. A review of the device history record was completed for batch # 7156829 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine?¿ ii insulin syringe had the needle detach from the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd ultra-fine?¿ ii insulin syringe had the needle detach from the syringe. No serious injury or medical intervention was reported.